Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right atrial (ra) lead. The stored electrogram (egm) recorded atrial tachy response (atr) episodes with atrial undersensing. The sensitivity is currently programmed to fixed at 0.15mv (millivolts). Battery longevity is normal and other lead measurements are stable. At this time, the device remains in-service. No adverse patient effects were reported.